Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-n¿ autoguard¿ shielded IV catheter there was a mix of product in a pack. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a 24 ga x 0.56 in (0.7 x 14mm) insyte catheter packaging was detected that contained a different caliber insyte catheter inside. Product description: insyte-n autoguard 24 ga x 0.56 in (0.7 x 14mm). Product lot: 3045581. Quantity affected: 1 piece. Date of incident: september 11, 2023. Was there a patient involved? No. Was the problem identified before, during or after use? Before its use. Was there an impact on the patient or health professional? (Detail) no, it was detected before reaching the patient. Was there a need for medical and/or surgical intervention due to what occurred (imaging examinations, surgery, medication administration, etc.)? (Detail) no has there been exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) no.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 3045581, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed the product details of material number 381811 and lot number 3045581 in the first photo. However, the second photo showed a sealed package with a blue catheter adapter instead of the expected yellow coloring. Therefore, based off the provided photos the engineer was able to verify the reported defect. It was determined that this was a manufacturing related defect that occurred during the packaging process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all packaging personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd insyte-n¿ autoguard¿ shielded IV catheter there was a mix of product in a pack. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a 24 ga x 0.56 in (0.7 x 14mm) insyte catheter packaging was detected that contained a different caliber insyte catheter inside. ¿ product description: insyte-n autoguard 24 ga x 0.56 in (0.7 x 14mm). ¿ product lot: 3045581 ¿ quantity affected: 1 piece ¿ date of incident: (B)(6) 2023 ___ ¿ was there a patient involved? No ¿ was the problem identified before, during or after use? Before its use. ¿ was there an impact on the patient or health professional? (Detail) no, it was detected before reaching the patient. ¿ was there a need for medical and/or surgical intervention due to what occurred (imaging examinations, surgery, medication administration, etc.)? (Detail) no ¿ has there been exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) no.

Event description:
No new customer information.

Manufacturer narrative:
Re-open investigation to evaluate physical sample returned. 21dec2023. The complaint that a 22g device was sealed in the 24g insyte-n autoguard package was confirmed from the provided photograph and physical sample that were provided for investigation. As the sample was received in sealed packaging, the cause was determined to be manufacturing related. The standard color coding for the 24g packaging and the catheter adapter is yellow. The product within the sealed packaging contained a blue catheter adapter and the catheter and needle were consistent with a 22g device. The appropriate manufacturing personnel were notified of this complaint. As no other similar complaints have been reported from this lot and no evidence suggests that the issue is more widespread than one unit, no additional action will be taken at this time. Complaints received for this product and condition will continue to be tracked and trended.